Event description:
Account states that the wound drain broke in the pt and had to be removed. The pt is fine and not in any danger. The customer could not provide co with the lot number but said it was pulled from the shelf next to the same product with lot #1990594. Add'l numbers on that sample package were 102506-001-01. The drain was removed from the pt in 2003.